Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered an alert for undefined high superior vena cava (svc) coil impedance, however, there is no svc coil in use. The device also triggered an alert for unsuccessful wireless transmissions. It was further reported that the device was replaced with no reason as to why. No patient complications have been reported as a result of this event.